Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and twenty-one days following the implant of this transcatheter bioprosthetic pulmonary valve severe pulmonary regurgitation and mild pulmonary stenosis were observed. As a result, a second transcatheter pulmonary valve was implant valve-in-valve. No additional adverse patient effects were reported.